Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of a mild to moderately scarred right femoral artery was attempted using a perclose proglide device. Reportedly, during insertion of the device resistance was felt. Although there was no reported difficulty removing the device, during removal the black sheath detached. A surgical cut down was performed; the detached sheath was snared and removed from the vessel. Hemostasis was achieved surgically and with manual arterial compression. There were no reported adverse patient sequelae. The hospital duration of the patient was extended as a result of the product experience. The operator was reported to be trained in the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.